Manufacturer narrative:
Investigation summary: bd had not received any samples or photographs for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: unable to evacuate specimen. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using one bd vacutainer® urine collection cup, the transfer device failed to evacuate urine other than a few droplets. There were no health consequences or impacts reported.

Event description:
It was reported when using one bd vacutainer® urine collection cup, the transfer device failed to evacuate urine other than a few droplets. There were no health consequences or impacts reported.

Manufacturer narrative:
D4. Medical device lot #: 5030231 was reported; however, this is not a lot # manufactured for the reported catalog #. Updated to unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.